Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results for 1 patient sample on a cobas pure c 303 analytical unit. The initial result was 348 u/l. The customer questioned the initial result as it was inconsistent with the patient's previous result. The sample was repeated three times and the results were 163 u/l, 169 u/l, and 167 u/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
It was found that the customer was centrifuging one sample tube type for 15 minutes at 1800 g, which may be too long of a time, and another sample tube type for 3 minutes at 2900 g, which may be too short of a time. The root cause of the event was found to be consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.